Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received it will be reported on a supplemental report. (B)(4): device not returned.

Event description:
Removal of gamma nail and conversion to total hip arthroplasty.

Manufacturer narrative:
Evaluation summary: affected items were not returned for evaluation. The review of the manufacturing documents revealed no discrepancies. No deviation in manufacturing found. The risk analysis had considered necrosis; the estimated thresholds (s and o) were not exceeded. The review of provided medical records by a medical consultant revealed that the femur head had collapsed resulting in a cut-out. Additionally, the femur head had become split and was degenerated in terms of a cox-arthrosis. All three issues were not related to involved product(s). With available information the cause of the event was rather based on the patient¿s condition and not caused by a deficiency of the device.

Event description:
Removal of gamma nail and conversion to total hip arthroplasty.